Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a. Corrected: e1 (facility name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): a DHR evaluation was performed for the finished device lot: 6968p46, article: 04.503.811s, and no non-conformances / manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient suffered a right orbital fracture due to a fall while riding a bike. The patient was admitted to the hospital for surgery to implant a titanium mesh, which was placed in a well fixed position during the operation. On the day after surgery, the patient coughed multiple times. Upon re examination of the orbital CT, it was found that the titanium mesh at the right orbital floor was displaced, which may be related to the patient's severe cough after surgery. Therefore, a second surgery was performed the day after the original surgery to adjust the position of the titanium mesh, and the patient recovered well after the surgery.